Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified. Requested patient demographics however not provided by the customer. The customer provided -slides/ photos of the product failure and final investigation results performed by the facilities clinical engineering.

Event description:
The customer reported that during a taxol infusion in the outpatient oncology clinic, the device alarmed for air in line. The rn open the pump module door to assess the tubing and noted air bubbles, the rn flicked the tubing to remove the air which resulted in the set to separate and leak at the upper fitment. The customer stated that there was no patient harm however the staff nurse was exposed to taxol. It was reported that the staff nurse who was pregnant at the time of the exposure, required first aid and follow up with employee health. There was no fluid contact to the rn mucous membrane (mouth or eyes).the customer stated : "¿at this point there are no sequelae to report from the nurse¿s exposure". Clinical engineering performed testing on the tubing to "checked to see if mis-loading would place stress on this band¿it did not". Though stretching (vigorous) was able to snap/break tubing apart.." The customer spoke with aprn (advanced practice registered nurse) staff on floors and have not seen this".

Event description:
The customer reported that during a taxol infusion in the outpatient oncology clinic, the device alarmed for air-in-line. The clinician opened the pump module door to assess the tubing and noted air bubbles. The clinician flicked the tubing to remove the air and the set separated at the upper fitment and leaked. There was no report of patient harm; however, the pregnant clinician was exposed to taxol. The clinician required first aid and follow-up with employee health. There was no fluid contact to the mucous membranes (mouth or eyes). The customer stated ¿at this point there are no sequelae to report from the nurse¿s exposure". Clinical engineering performed testing on the tubing to "checked to see if mis-loading would place stress on this band¿it did not." Though stretching (vigorous) was able to snap/break tubing apart.." The customer spoke with aprn (advanced practice registered nurse) staff on floors and have not seen this."

Manufacturer narrative:
The photo provided by the customer shows separation from the silicone tubing to the upper fitment. The device was not returned for investigation. The root cause could not be identified.